Event description:
A pump malfunction was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump. Technical support arranged for a new pump to be sent.